Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a non-recoverable fault on universal surgical manipulator (usm2) was observed. Prior to calling in, customer power cycled the system and the system powered on successfully with no errors. Technical support engineer (tse) viewed system logs and confirmed usm2 related error faults. Customer further reported that the issue reoccurred after power cycle. The procedure was continued with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the proximal setup joint (suj) and universal surgical manipulator (usm) to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi receive the suj involved with this complaint to perform failure analysis. During failure analysis, the error 32100 and 307 was confirmed via logs but not reproduced during testing. The axes controller setup pca, setup fru upper pca, both wire harness, and fiber cable on the suj were replaced as a precaution. Isi has received the usm arm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned with the reported problem of ¿3210 with 307 to follow¿ and was confirmed via remote fe but not replicated. After further investigation in remote fe, the error 32100 points to the acu leading to errors 25730, 32114 ac_2e and 32114 ac_2c. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a functional test platform and passed with no related errors. This usm is deemed to be the wrong part sent back due to error 32100 being found before and after the usm. As a precaution, the usm will be treated for upgrades.